Manufacturer narrative:
Additional information: one ensite velocity¿ navlink module was received into the lab for analysis. Visual inspection of the returned product confirmed all input and output connectors are free of physical damage and all labeling is legible and correctly oriented. Functional testing performed verified circuit integrity on all channels during the evaluation period. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information provided to abbott and the investigation performed, the root cause of the reported event cannot be conclusively determined as no abnormalities were identified. The returned product operated as designed during the evaluation period.

Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in a subsequent submission.

Event description:
Related manufacturer reference number: 3005334138-2019-00319. During an atrial fibrillation ablation procedure a clinically signification delay in the procedure occurred. Mapping of the left atrium had been performed but during ablation the catheter appeared 1 to 2 centimeters away from the model. Connecting cables were replaced, the system was revalidated, and another geometry model was created but the issue remained. During troubleshooting the procedure was delayed by 30 to 45 minutes. The procedure was competed with the use of x-ray and there were no adverse consequences to the patient.